Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument broke. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.